Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
On 01/28/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: hi, we had to get a new cadiere forceps for the robot. There are wires sticking out of the instrument. We removed the cadiere forceps and replaced with a new one. We also had to get a new da vinci cautery hook and replaced that to the field. Both were used in the patient before getting a new instrument.